Event description:
On (B)(6) 2012, the following info was reported to kci by the nurse: on (B)(6) 2012, the pt allegedly developed an enterocutaneous fistula while on v.a.c. Therapy that required hospitalization. The nurse reported that the fistula spontaneously resolved and the pt was reported as doing well.

Manufacturer narrative:
On 25 jun 2012, the unit passed quality control (qc) checks and met specifications prior to pt placement. On (B)(4) 2012, the unit passed qc checks and met specifications after pt placement.